Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ECG was not recognized. There was no reported patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The cable in question was not available for evaluation. As a precaution, the processor pca and measurement panel were replaced and the device passed all performance assurance testing and was placed back in service. Philips cannot rule out that there was a malfunction at the time it was reported. The reported issue could not be duplicated due to the cable not being available for evaluation. There is no indication of a systemic problem; no further investigation or action is warranted.